Manufacturer narrative:
Of the 68 allegations of a malfunction, 41 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to a damaged display screen. During investigation for unrelated complaints, there were 12 additional failures found. This report is processed under (B)(4). This MDR report is part of the (B)(4) program.

Event description:
This report summarizes 68 malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen issue. These reports were received from various sources. The patients associated with this allegation ranges from 3-76 years of age and between 40 and 260 pounds. Of the reported patients, 29 were male, 39 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 2 instances of blank screen failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.